Event description:
A malfunction was reported on a customer¿s pump, with the screen remaining dark and the device failing to power on despite charging attempts. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, instructed the customer on how to store and return the defective unit, and confirmed the steps to take upon receiving the new pump. The customer acknowledged the instructions and agreed to reach out to a healthcare provider for backup therapy.